Manufacturer narrative:
This incident is being reported to the FDA based on the evidence that the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. The pictures that were provided appear to confirm the allegations. The underlying cause of the issue is unconfirmed. However, this failure mode resembles that which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. The device has been returned and is awaiting further evaluation. Once further information becomes available a follow up will be filed. This issue also resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction.

Event description:
Dealer states the pe valve got hot caused the left sieve bed to release sieve material into the unit. The tubing from the pe valve to the top of the sieve bed on the left side blew apart. The black plastic cap on top of the sieve bed fractured. He stated that was what he meant by a small explosion. He stated this was the extent of the damage.